Manufacturer narrative:
(B)(4). The report of a kinked guide wire during use was confirmed through complaint investigation of the returned samples. The customer returned one guide wire, one single-lumen catheter, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use were observed on the returned components. The guide wire was observed to have four kinks towards the center of the body. Microscopic examination confirmed the kinks in the guide wire body. However, the returned guide wire and catheter did not match dimensional specifications of the guide wire and catheter provided in the reported finished good which suggests the customer either returned the incorrect devices or reported the incorrect finished good. The guidewire and the catheter passed functional test specifications. A device history record review did not identify any manufacturing related issues. Based on these circumstances and the customer description, the root cause could not be determined due to the discrepancy between the reported devices and the returned samples. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found the swg diffficult to advance prior to the patient in the clinical room.

Event description:
It was reported that: (B)(6) 2023, the doctor found the swg diffficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**other remarks: n/a.corrected data: n/a.

Event description:
It was reported that: 27 oct 2023, the doctor found the swg diffficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found the swg difficult to advance prior to the patient in the clinical room.